Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a 105-5091-150 microcatheter was used for coil embolization. After fumigation shaping the microcatheter, a guidewire was used to advance the microcatheter into the artery, but the 0.014 guidewire could not pass through the microcatheter normally. The microcatheter was then replaced with a brand-new 145-5091-150 microcatheter, after fumigation shaping and inserting the guidewire, it was noted that the guidewire passed through the side wall of the microcatheter, and there was a rupture at the tip end of the microcatheter, making it unable to continue to use it normally. Then the microcatheter was replaced again, and the procedure was continued and completed. The patient showed no abnormalities at present. The reported devices and any accessory devices were prepared and the 105-5091-150 catheter was flushed as indicated in the instructions for use (IFU). The 145-5091-150 catheter was not flushed as indicated in the IFU. No patient symptoms or complications were associated with this event. The patient was undergoing surgery for interventional embolization therapy for aneurysm. It was noted the patient's vessel tortuosity was moderate. Access vessel was the femoral artery with a 4mm diameter.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the "rupture" was clarified as, "it could not be determined whether the guidewire punctured the catheter or the catheter itself had a tear." No causes or contributing factors for the event were identified. The guidewire used was a non-medtronic (stryker guidewire) device.